Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history revealed the last basal delivery was on (B)(6) 2013 and the last bolus was delivered on (B)(6) 2013. No alarms were indicated in the pump history outside of normal patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully passed a (B)(4) flow accuracy test. No alarms occurred during testing. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 28mmol/l with moderate thirst and nausea. The meter reportedly read ¿high.¿ the patient stated when using the pump to cover her carbohydrate intake, her bgs was reportedly high. The patient reportedly uses the ez bg feature of the pump. The patient discontinued insulin pump therapy and went on an alternative form of insulin delivery. The pump reportedly is being replaced for a different issue. The patient denied having issues with the site/ set or cartridge. It was noted when customer support (cs) reviewed the pump with the patient and there were no delivery issues noted with the pump. There were no issues noted with the programming/settings on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was not clear whether or not the pump was a contributing factor to the patient¿s bg excursion.